Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00314. It was reported the patient's system was auto-reducing. High impedances was noted on all contacts on one lead. Additionally, x-rays confirmed the one the lead had fractured. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead was fractured, as such both leads are being reported.